Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the single use 3-lumen sphincterotome v, the knife wire broke at the timing of the first energization. The therapeutic procedure (endoscopic papillotomy) was completed with a similar device and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device; however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. The following information is stated in the instructions for use (IFU): ¿¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. ¿ be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿ do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument.¿ olympus will continue to monitor field performance for this device.